Event description:
Philips received a complaint by the customer on the v60 indicating that the devices touchscreen isn't responding to touch. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that the touchscreen isn't responding to touch, customer confirmed connections are properly seated. Accessed service mode, attempted touchscreen calibration. Device not sensing touch. Informed customer manufacturers recommendation would be to replace the touchscreen assembly. The customer is requesting part number for replacement touchscreen. Provided customer part number and transferred to parts department. Resolution and disposition are pending - investigation ongoing.

Manufacturer narrative:
The customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.